Event description:
It was reported that during surgery with the patient and after the lead was changed due to pain (reported in mfg report #:1644487-2020-00565) and when the new leads were connected to the patient's originally implanted generator, an error was seen - code 255: therapy disabled and the battery was showing end of service. The representative confirmed no electrocautery was used during surgery however other possible electrosurgical equipment was not mentioned. The generator battery was full when checked preoperatively. Session report was received showing the generator to be at end of service the day of lead replacement surgery. The generator was stated to have been explanted and replaced. The generator has been received into analysis however analysis had not been completed to date. Generator data was received and reviewed for the generator however no end of service status could be confirmed based on the data received. No additional relevant information has been received to date.

Event description:
Generator analysis was completed and reviewed. The premature battery depletion allegation was not duplicated in product analysis (pa) lab after the pulse disabled byte was reset. Visual examination performed at the bench did reveal burn marks on the generator can, which resulted in the low battery condition observed suggesting that the generator experienced high energy exposure (from electro-cautery used during surgery). Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified within pa lab. The device was continuously monitored for 25 hours and it was seen that the generator was able to deliver the programmed output current measured and showed no signs of variation. Diagnostic testing and monitoring indicated the device is functioning properly. Other than the pulse disabled condition as received as a result of the electro-cautery exposure, there were no adverse functional, mechanical, or visual issues with generator.